Event description:
This pt underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy in 2002. On the day of the event returned to operating room for repair of superficial dehiscence. Eight days after the event returned a third time for repair of dehiscence.